Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, sticky buttons. The customer's blood glucose value was unknown. The customer reported that the insulin pump had random no insulin delivery alarms, plastic was chipped off when reservoir changing, reset pump when battery was changed. The insulin pump will not be returned for analysis.